Event description:
The customer reported that during pre-use check, they observed a malfunction which may result in the loss of display. There was no report of patient involvement.

Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported issue. The cable which connects the display and the carry board was replaced which corrected the issue. No report of patient involvement. Unique identifier: UDI not available at time of filing. The initial reporter is located outside the u.s. And therefore; this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).the distributor performed a checkout of the equipment and confirmed the reported issue. The cable which connects the display and the carry board was replaced which corrected the issue. No report of patient involvement. Unique identifier: UDI not available at time of filing. The initial reporter is located outside the u.s. And therefore; this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).